Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6).

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a balloon rupture; in addition, blood entered the safety disk. The alarm did not detect this incident. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced all blood contaminated parts. The unit passed all calibration, functional and safety tests. The unit was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.